Manufacturer narrative:
(B)(4). Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self-test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked battery tube threads, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.